Event description:
It was reported that the customer had a low blood glucose level of 44 mg/dl. Customer ate a granola bar. Customer declined to have the pump checked since she suffers from low blood glucose levels. Customer will check tomorrow to try to return the soft sensors. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.